Event description:
Medical affairs spoke to the patient's spouse in 2004 and obtained/verified the following information: patient's spouse stated that when the pt began using a new vial of test strips (end of june) pt began to obtain high blood glucose readings. The pt felt that these results were inaccurate because after taking their insulin they would become lightheaded. They would retest when experiencing the ligheadedness and the result was still high. In 2004 around 10:00 pm, they tested their blood surgar and obtained a result of 351 mg/dl. They took their fast acting humalin. Shortly after they felt ligheaded. They retested and the result was 293 mg/dl. Their spouses advised pt to take a shower and lie down. Spouse checked on pt soon after and they were sweating profusely. Spouse tested their blood sugar again and the result were 335 mg/dl. Pt then passed out and was non-responsive. Paramedics were called and pt's spouse test pt's blood sugar; result was 439 mg/dl. When the paramedics arrived, they tested the pt's blood glucose; result was 38 mg/dl. Pt was treated with a glucose IV. When pt came to, pt drank orange juice and ate a sandwhich. After the paramedics obtained the result of 38 mg/dl, they tested on the pt's meter and the result was 466 mg/dl. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and cleaning the punucture site was done correctly. The pt performed two control solution tests, both failed. Based on the information provided, there is evidence of a test strip malfunction. The pt only noticed the high results with one vial of test strips. After the incident the pt began using a different vial of strips and the results were in the normal range. There is also evidence that the meter contributed to the hypoglycemic event. The pt was adjusting their insulin to the readings. The test strips are being replaced for the pt.